Event description:
Doctor smelled smoke in the o.r. Cord insulation was failing and caused cord to melt down near plug. Doctor and scrub tech both observed smoking emitting from cord. Cord usage was stopped and removed from service. There was no injury to the pt or the staff.